Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated they repaired the device and placed the device back into service. The parts were disposed and the device will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to display a "defib pad short" message when connected to the test plug on the multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.